Event description:
Report received from (B)(6) stating that the device was leaking oil. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. It is unknown if a delay in surgery occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).